Manufacturer narrative:
Date sent to the FDA: 09/28/2020. Corrected h-6 device codes: 1069. The manufacturing records could not be reviewed as the batch number is unknown. Additional h-3 summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code d10147. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: where the needle broken at the swage or at the body? At the swage part. How was the needle retrieved? No further information is available. How the procedure was complete? No further information is available. Patient¿s current status? No further information is available. Can you please send a photo for analysis? No further information is available. Please provide lot number. No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the needle broke at the swage part during use. The broken needle piece fell into the patient¿s body but was later retrieved. There were no adverse patient consequences reported. Additional information was requested.